Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 400 mg/dl without symptoms after turning off the ilet and later planned a supply change, with reported use of subcutaneous insulin via pen. Customer care provided support that included guidance to follow the ketone protocol and perform a supply change. Investigation of this case revealed an unclear cause of hyperglycemia with no device alerts, and no confirmed device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no emergency treatment, and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.